Event description:
Further information was received indicating that the patient was reviewed by the physician on (B)(6) 2016. It was reported that a decrease of seizures was noticed since the last visit; the number of seizures has been divided by 2 (from 29 seizures reported by parents in (B)(6) 2016 to only 12 attacks in (B)(6) 2016). It was reported that it was decided to modify the device parameters by increasing only the output current to 2.5ma. It was reported that system diagnostic test was performed and it returned impedance results within normal limits.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a vns patient had an increase in seizures which was getting worse. It was reported that the patient had more and more seizures at night and in the early morning since a week. As such, the patient was really exhausted and could not go to school that week. The seizures seem longer and stronger than before vns implantation. Review of manufacturing records confirmed all tests passed for the device prior to distribution. The programming and diagnostic history of the patient's device was provided to the manufacturer for review. It showed normal diagnostic results through 04/25/2016. No additional information was provided to date.